Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with symptoms consistent with their presenting rhythm of atrial fibrillation with ventricular escape at thirty four beats per minute. The patient was lost to follow up and had not had their device checked in approximately two years. No telemetry with the device could be established. It is unknown when the device reached elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.